Event description:
During laparoscopic cholecystectomy, the insulation on the l-hook suction bovie had a hole in it, which caused a burn on the liver. This was identified intra-operatively and repaired with electrocautery and evicel.